Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2016, the patient's blood glucose was elevated and she was vomiting. The patient was taken to an accident and emergency facility. The patient was treated with insulin and fluids via IV. The blood glucose returned to 7.0 mmol/l. On (B)(6) 2016, the patient was feeling well and reattached the infusion device with the same infusion set. The patient's blood glucose level started to increase after being connected to the infusion device. The patient was treated again with insulin via IV. The patient was hospitalized for 4 days. The device serial number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.